Manufacturer narrative:
The returned device analysis confirmed the reported gripper line break and an observed kink on gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break cannot be determined. The observed kink on gripper line appear to be due to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This filed to report gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium. A clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, after the grippers were raised, the gripper line broke. The cds was removed with the gripper line and clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure.